Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled follow-up, increased capture thresholds were observed. Decreased but acceptable r-wave measurements and an insulation anomaly were noted. The lead was capped and replaced on (B)(6) 2016.